Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was declined for troubleshooting. The customer was treated with manual injections for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).